Event description:
I had vaginal rejuvenation procedure with rf device called viveve. I was forced to do procedure since I worked for the company. Since then I have had numbness in my vaginal area. I had to go to the gyn on 10 different occasions and was put on medication. During the procedure, I was burned and told that it was normal. I reported my issues to my clinical partner. I even emailed our clinical dept which told me I must be low on testosterone. I made numerous reports to compliance and our vp of sales which went ignored. I had many physicians have pts that complained of issues after procedure. No follow ups were made to physician or pt. I left company because I did not and do not feel this is safe for women viveve promotes for women with breast cancer and is taking advantage of the mesh recalls for vaginal cuff providers. I hope that the FDA takes a stronger stance against these aesthetic device which are promoted off label.